Event description:
The customer reported that while the iabp was in use on a patient, they received a "leak in iab circuit" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company rep verified the issue of the "leak in iab circuit" alarm. He replaced the drive manifold assembly (p/n 0104-00-0018) and male luer 1/16tb white (p/n 0103-00-0398-01). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).